Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a power on reset (por) occurred. Critical ram parity error occurred in address 12 93 on (B)(6) 2015. Por severity is low so the device should be able to fully recover after reset. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.